Manufacturer narrative:
(B)(4). Further information from the reporter regarding patient details has been requested. No additional information is available at this time. The events of "delayed inclusion", "tender", "colour change", "erythema", and "breakdown of skin" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 ml of juvéderm® volift¿ with lidocaine in the vermillion border, oral commissure, philtrum, and nasolabial folds. Patient received lmx 4 prior to injections, and ice afterwards. No color change or pain at time of injection. Patient experienced tenderness 8 hours after injections, later identified as "delayed inclusion" in right upper lip. Patient contacted hcp by phone the next day and reported "upper lip very tender and colour change on vermillion of the right upper lip". Hcp administered "1500u hyalase [in] upper lip vermillion from origin of left superior labial artery to right oral commissure, hot compress applied and 300mg aspirin commenced". Upon examination the next morning, hcp observed "area of pallor on vermillion of upper lip and mottled purple are extending from oral commissure to philtrum and superiorly to alar. Crt 4 seconds." Hcp administered a further 1500 u of hyalase, applied warm compress, and prescribed prednisolone 40mg om 5/7. Later that day, the hcp reviewed the patient again and observed: "crt 3 seconds, mild improvement in colour". Hcp administered another 600 u of hyalase. The next day, hcp observed: "tenderness decreasing and breakdown of skin on upper white lip noted crt 2 seconds". Hcp started patient on flucloxacillin 500mg qds 7/7, and clindamycin 300mg qds 7/7. "Pain settled. [Patient was] reviewed the following day and pain much improved." "Lesion now completely healed except for small area of erythema on upper white lip which is resolving."